Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective stirrer motor and distribution board. The technician replaced both parts to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The parts were requested for further investigation however the customer retained the parts and scraped them. Therefore no further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient side during setup. There was no patient involvement.